Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no errors found in the station logs. A technical support specialist (tss) had dialed into the station and checked the logs; no errors had been found. The tss connected with the customer and requested further information. Later the tss verified with the customer that the order had already been discontinued and confirmed that everything else was working fine. The system functioned as intended after technical support specialist verified the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the orders were not populating in pyxis. The customer stated that the malfunction was impacting the patient care. There were no adverse events or injuries reported based on this event.